Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl (750 mcg/ml at 299.22 mcg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the pump was stalled. It was noted that the patient had 4 MRI's in the past two weeks, relative to (B)(6) 2019. The last MRI was on (B)(6) 2019 and the pump was interrogated for the first time since then on (B)(6) 2019. It had been over 236 hours since the pump stopped working according to the pump logs. Codes 99 and 100 were seen when she first interrogated the logs, then codes 234 and 232 were seen after printing out the logs. These codes refer to the stalled motor and the time stalled. It was noted on the logs that a stall recovered on (B)(6) 2019; a stall occurred and recovered on (B)(6) 2019; a stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019 which is the date the pump was interrogated. The patient reported that they had experienced increased pain for the last week and a half, relative to (B)(6) 2019. The hcp was considering decreasing the rate by 50% since, according to the event logs, the patient had not been receiving medication for the past 10 days. Considerations were reviewed with the caller. No further complications were reported.